Event description:
No additional information.

Manufacturer narrative:
Investigation results: a device history record review showed no non-conformances associated with this issue during the production of this batch. However, a trend has been identified for the reported failure and corrective actions have been initiated to investigate this type of incident and identity the root cause. Complaints received for this device and reported condition will continue to be tracked and trended.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed.

Event description:
It was reported that bd insyte autog bc needle was slow to retract. The following information was provided by the initial reporter: item # 1612-53320 bd IV cath, 20 ga 1" blood control (becton dickinson # 382533). Our customer, area ambulance, has reported ¿lot # 3192270 experienced a delay when the push button was activated. Customer just received. 8 cases today. Customer pulled samples for several boxes and experienced the same delay. This does not happen on all. This lot number is 3192173 for all 8 cases.¿